Event description:
It was reported there was a crack/hole in the top of the case on the left side. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is corroded and contaminated. Battery release is contaminated. Lead flex cover is corroded. Upper and lower cases, both bail covers, ring cover, and battery drawer are broken.